Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump's keypad wasn't responding properly. Caller also stated that the device had no delivery alarms and other error alarms. Blood glucose level at the time of the incident was 300 mg/dl. The insulin pump was not replaced or returned for analysis.